Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the tip shows some distortion and the shaft shows scuffing from use. The fracture site can be seen between the tip and the connected shaft. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during the procedure, as the surgeon was reaming with phnx flex reamer shaft 50cm, tip of it was fractured inside the medullary cavity. Fortunately, no pieces of it was stayed in the patient. No additional information available.